Event description:
It was reported to philips that the system stand movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency treatment procedure. The procedure was delayed by less than 20 minutes and then completed as planned after the system was recovered. No harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. Troubleshooting by the rse found that the stand had no input power. The rse directed the customer to replace the f1 fuse in the power & control unit (pcu). After the fuse was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.